Manufacturer narrative:
The doctor had previously sent this attachment in for the same overheating issue and repair on 03/24/2017. The repair estimate was refused, and the attachment was returned unrepaired. The doctor proceeded to use the defective handpiece resulting in the same overheating issue again. Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.